Event description:
A fr4 guiding catheter was advanced and cannulated in the rca. The pt received initially 7500 units of heparin and an additional 2000 heparin when their act was less then 300. Pt received double bolus integrilin followed by integrilin infusion. Pt received 300 mg of plavix post procedure. A 0.014 all star wire was advanced down the right coronary artery (rca) across the lesion without difficulty and was pre dilated with 3 inflations of a maverick 3.0 x 16 mm balloon. The taxus 3.0 x 16 mm stent was deployed at 13 atm for 45 seconds. The lesion was reduced from 95% to 0% residual stenosis. The fr4 was removed and an fl4 was advanced in the left main coronary without difficulty. A 3.0 x 15 mm maverick balloon was inflated to 6 atms for 30 seconds. The taxus 3.0 x 20 mm stent was deployed at 10 atm for 45 seconds in the left anterior descending (lad) artery. It was redilated to 10 atm for 14 seconds. The lesion was reduced from 80-90% to 0% residual stenosis. The pt was in the holding area doing extremely well and suddenly developed nausea, vomiting and bradycardia and initially received atropine and neosynephrine but continued to decline and subsequently began full code. Pt was immediately taken to the cath lab and coding continued throughout the entire procedure. A fr3 was advanced and cannulated the rca and the stent was widely patent. An fl4 guiding catheter was advanced and cannulated the left main coronary and there was total occlusion of the lad with thrombous on the way to the proximal segment of the lad. A 0.014 all star wire was advanced down the lad without difficulty, extending down to the distal lad near the apex. A 3.0 x 15 mm maverick balloon was advanced along the entire length of the lad during numerous inflations with maximum pressure of 9 atms for maximum duration of 15 seconds. Despite numerous inflations, there continued to be no flow down the lad. It is felt that the pt had acute thrombus of the taxus stent. An echocardiogram was performed during the emergency and showed a small to moderate pericardial effusion but had no evidence of tamponade. This is not felt to be the culprit for pt coding as it is felt that total occlusion of the lad is not felt to be the culprit. Pt had CPR done for a good while prior to the echo being done. Despite numerous attempts and all heroic measure performed, pt did not respond to any treatments. Pt expired in the cath lab. Diagnosis; acute thrombosis of the taxus stent with subsequent anterior myocardial infarction and death.

Event description:
After a coronary drug eluting stenting treatment procedure, a thrombosis occurred and the pt expired. The lesions being treated were located in the mid right coronary artery (rca) and mid left anterior descending (lad) artery. The first lesion was pre-dilated with a maverick balloon. The physician successfully implanted a taxus express2 8.8% 3.0 x 16 mm drug eluting stent in the mid rca. The physician, using the same maverick balloon, pre-dilated the mid lad and successfully implanted a taxus express2 3.0 x 20 mm stent. The post angiography looked good. Upon removal the balloon stuck to the stent. The physician had to pull and tug to remove the balloon. The pt was in the holding room and suddenly became nauseated, hypotensive and had bradycardia. An EKG showed st elevations. A total occlusion was noted above the lad stented area. The pt was returned to the cath lab for angioplasty. The physician was unable to establish blood flow and the pt's blood pressure dropped. CPR was administered and a balloon pump was placed. The pt expired. It was reported that an autopsy is not being done. Additional information has been requested.